Manufacturer narrative:
(B)(6). The actual device was returned for evaluation because the "knurled knob will not secure". Reliability engineering evaluated the device and observed that the device motor failed safety assessment, the teflon seal was protruding from swivel and the swivel was leaking oil. It was also noted that the lock cylinder and pawl release were damaged and the drive shaft pin was bent. The damaged lock cylinder and pawl release is what caused the safety mechanism to fail which is consistent with improperly using the disconnect sleeve while the motor is in use. Therefore, the reported condition was confirmed. The assignable root cause for the damaged components was determined to be caused by user error. The assignable root cause for the protruding teflon seal and oil leak from the swivel is consistent with normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during routine maintenance, it was observed that the motor device "knurled knob will not secure". During in-house engineering evaluation, it was observed that the device failed safety assessment, the teflon seal was protruding from swivel and the swivel was leaking oil. There were no delays to a surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.